Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; when the pump restarts with new battery it works again, but no history left in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: review of the black box data revealed dates from (B)(6) 2015 to (B)(6) 2015 and then from (B)(6) 2015. Investigation was not able to determine if the date was set incorrectly or if the pump was not used for approximately one month. On investigation, the pump performed the ezprime steps with no issues occurring. The pump was exercised for 24 hours on a 1 u/hour basal rate and the pump correctly recorded 24 units delivered in the total daily dose (tdd). A 10 unit audio bolus and a 10 unit normal bolus were performed and both were accurately recorded in the tdd and bolus history. The battery was removed from the pump and a new battery was inserted. All bolus and basal deliveries previously recorded during testing appeared in pump histories after the battery change as per normal pump function. Investigation was unable to duplicate ¿no history in pump after replacing battery¿ issue and the pump was found to be operating as intended and within the required specifications without malfunction. (B)(4).